Event description:
It was reported that when using the bd pyxis¿ es server, station was on disconnected mode and critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the stations were on disconnected mode and in critical override. A technical support specialist informed that the reported station communication issue was related to network connectivity, and the issue had since been resolved. The root cause was identified as a network related issue. The system functioned as intended after the technical support specialist investigated the issue.